Event description:
It was observed that during the device evaluation, the video system center exhibited poor contact of optical fiber, abnormal noise upon switching to narrow band imaging observation mode, disconnection in front panel and the buttons on the front panel do not work. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of abnormal noise when switching to narrow band imaging observation mode was due to poor contact of optical fiber and for the buttons on the front panel that did not work was due to disconnection in front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.